Manufacturer narrative:
The biomedical engineer (bme) reported that the touchscreen on the g9 monitor was not working. Technical support (ts) had the bme run the driver setup and touchscreen calibration per the service manual, but when attempting to calibrate, it could not find the touchscreen controller. When they went into the galax tool to try to manually configure the touchscreen, it would not recognize the controller at com3. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the touchscreen on the g9 monitor was not working. Technical support (ts) had the bme run the driver setup and touchscreen calibration per the service manual, but when attempting to calibrate, it could not find the touchscreen controller. When they went into the galax tool to try to manually configure the touchscreen, it would not recognize the controller at com3. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the touchscreen on the g9 monitor was not working. Technical support (ts) had the bme run the driver setup and touchscreen calibration per the service manual, but when attempting to calibrate, it could not find the touchscreen controller. When they went into the galax tool to try to manually configure the touchscreen, it would not recognize the controller at com3. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the touchscreen on the g9 monitor was not working. Technical support (ts) had the bme run the driver setup and touchscreen calibration per the service manual, but when attempting to calibrate, it could not find the touchscreen controller. When they went into the galax tool to try to manually configure the touchscreen, it would not recognize the controller at com3. No patient harm was reported. Investigation summary: the g9 monitor was returned to nihon kohden (nk) for evaluation and repair. During the evaluation, the reported issue was successfully duplicated. The cause was determined to be corruption of the operating system. Nk will continue to monitor and trend. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 01/05/2026 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: 01/12/2026 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 3: 01/22/2026 emailed the customer via microsoft outlook for the information in the ni list above: the customer replied on the 3rd attempt, but did not provide the requested information. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes. H11 additional manufacturer narrative.